Event description:
The customer reported that the alarm limits are changing several times a day on multiple monitors.

Manufacturer narrative:
The initial investigation has revealed that the values never spontaneously change during the day and that the values are found to be changed after the night shift. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).